Event description:
Manufacturer received device tracking info indicating that vns pt underwent ncp system replacement surgery due to lead discontinuity. Both the lead and generator were replaced.

Event description:
Further follow-up revealed that the pt has not been seen by the treating physician since the revision surgery. Product has not been received for analysis.